Manufacturer narrative:
The customer reported "balloon issues" with the foley catheter being deflated. Due to this, the catheter was replaced. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Balloon issues."